Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. This adverse event was discovered during use, or post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. The procedure was stopped. The patient was followed up at the ward. It is unknown if a transseptal puncture was performed, the reporter stated probably no. There was no evidence of steam pop. The event occurred: mapping phase from the epi. Additionally, the product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the c3 cs refstar - deflectable catheter. Per the event, several tests were performed. The magnetic feature was tested and no issues were observed. In addition, the product was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30464195m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 20-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30464195m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac perforation. There was noise with the decanav that could not be resolved. It occurred when mapping was started from epi. To complete the procedure the cable was reconnected and they changed the catheter but the issue continued. Air was removed and saline was inserted but the issue continued. When the patient complained of chest pain and underwent imaging, the epicardium was perforated and entered the thoracic cavity. Although there was no bleeding, it was found that air had entered (= cause of noise of decanav). Perforation of the epicardium. It is in the pleural cavity, but there is no bleeding. Treatment was interrupted. It was followed up at the hospital ward. The physician commented that there was no causal relationship. When the wire was advanced, it was considered to have been perforated. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.